Manufacturer narrative:
It was reported that a patient underwent placement of an unknown vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused deep vein thrombosis (dvt). The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The cordis vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. This event does not represent a malfunction of the device. Ivc filters are not indicated for use in the prevention of dvt. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated.

Event description:
As reported by the legal team, the patient underwent placement of the unknown vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, deep vein thrombosis (dvt). As a direct and proximate result, the patient suffered life threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant expenses, pain, and suffering, and other damages.

Manufacturer narrative:
According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 12 years post implant. The patient reports blood clots, clotting, and/or occlusion of the ivc. The patient also reports anxiety related to the filter. Additional information was received from medical records that the patient had a CT scan, indication not provided, approximately 11 years post placement. Results of the scan noted that the infrarenal ivc filter was in place. Incidental findings also noted mild fatty infiltration of the liver, scattered calcifications in the hepatic hilum and unchanged splenic calcifications that were unchanged from a previous CT study. The appendix demonstrated sigmoid diverticulosis, there was minimal edema in the mesentery adjacent to the sigmoid colon, a small cyst-upper pole of left kidney was also noted and there were scattered sub centimeter lymph nodes noted in the retroperitoneum. An abdomen x-ray also approximately 2 months after the CT scan, to evaluate the filter, noted that the ivc filter was present with the body of the filter projecting over the level of the l2 vertebral body. No acute radiographic abnormality was found and degenerative changes of the lumbar spine were observed on the x-ray. No additional information was provided. As reported a patient underwent placement of an unknown vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused deep vein thrombosis (dvt). The patient reported becoming aware of blood clots, clotting, and/or occlusion of the inferior vena cava (ivc), approximately twelve years post implant. The patient also reported anxiety related to the filter. According to the medical records a computed tomography (CT) scan was performed approximately eleven years post implant. The indication for the exam was not provided. Results of the scan noted that the infrarenal ivc filter was in place. Approximately two months later an abdomen x-ray was performed to evaluate the ivc filter. Results noted that the ivc filter was present with the body of the filter projecting over the level of the l2 vertebral body. No additional information was provided. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The cordis vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. This event does not represent a malfunction of the device. Ivc filters are not indicated for use in the prevention of dvt. Anxiety is an emotion characterized by an unpleasant state of inner turmoil, often accompanied by nervous behavior, somatic complaints, and rumination. The physiological symptoms of anxiety may include, but are not limited to neurological, respiratory, cardiac, muscular, and cutaneous. These symptoms of anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was provided and is available in: section a2 (age at the time of event, date of birth) section b3 (event date) section b4 (event description) section g4 (date received by the manufacturer) section h6 (evaluation codes) 1779 ¿ coagulopathy/clotting 1984 ¿ inferior vena caval occlusion complaint conclusion: it was reported that a patient underwent placement of an unknown vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused deep vein thrombosis (dvt). The patient reported becoming aware of blood clots, clotting, and/or occlusion of the inferior vena cava (ivc), approximately 12 years post implant. The patient also reported anxiety related to the filter. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The cordis vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. This event does not represent a malfunction of the device. Ivc filters are not indicated for use in the prevention of dvt. Anxiety is an emotion characterized by an unpleasant state of inner turmoil, often accompanied by nervous behavior, somatic complaints, and rumination. The physiological symptoms of anxiety may include, but are not limited to neurological, respiratory, cardiac, muscular, and cutaneous. These symptoms of anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the unknown vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, deep vein thrombosis (dvt). As a direct and proximate result, the patient suffered life threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant expenses, pain, and suffering, and other damages. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 12 years post implantation. The patient reports blood clots, clotting, and/or occlusion of the ivc. The patient also reports suffering from anxiety.